Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings issue. It was reported that there were alarms missing from the pump history. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-mar-2019 with the following findings: during investigation, there were 3 low cartridge warnings, one replace cartridge alarm and 1 low battery warning in pump history. There were no alarms in black box that are missing from alarm history. A replace battery alarm and a replace cartridge alarm were reproduced during testing. Alarms that occurred during testing were accurately recorded in pump history. Unable to verify or duplicate reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.